Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed three devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture are off of the needle. The t1 is missing its tip. The needle is bent. The actuator is in the pre-t2 position. Bio debris is present. Device two, the t1, t2, and suture are off of the needle. The t1 is missing its tip. The t2 is missing its proximal (fin) end. The needle assembly is bent. The actuator is at the tip of the needle. Bio debris is present. Device three, the t1 has been cut from the suture and was not returned. The t2 is still on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed that device one will not cycle due to the bent needle. Device two will not cycle and remains stuck at the tip of the needle. Device three cycled the t2 off the device but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with failure to follow instructions. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus suture procedure, the t2 implants of three (3) units of the fast-fix 360 curved were dislodged from the inserter. The t1 implants were removed from the patient using tweezers. The surgery was completed with a back-up device, resulting in a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.